Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. Review of the event history log (ehl) showed an base task timeout alarm. The device was visually inspected. A functional test was performed, and the reported issue was confirmed by plunger travel test. The cause of the reported issue was due change the size pot and top case. As a result, the size pot and barrel clamp was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer reported that the pump had "syringe flange not in place" error. There was no reported patient involvement. Evaluation of the returned device identifies the reported issue was confirmed through plunger travel test.